Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event is confirmed. The visual evaluation of the received ar-7000-14, batch 022448 revealed that the shaft is broken (see evaluation pictures 1 - 3). The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion, prying, and leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the 2.75 mm drill was worn out and broken. In the discarded leftovers from the surgery the broken pieces were found. There was no harm for patient, operator or third party. This was noticed during incoming inspection. There was no case involvement. No further information received. Update (B)(6) 06-jun-2025: further information was provided that the reported device broke during the surgery. The broken part was removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.